Event description:
On 10-oct-2025, the reporter stated that on (B)(6) 2025 the user¿s caregiver reported a severe hypoglycemic event while the user was using the ilet bionic pancreas following a meal announcement. The caregiver administered glucagon and contacted emergency medical services. The user was hospitalized from (B)(6) 2025 and discharged the next day after blood glucose stabilization. No long-term health effects were reported.

Manufacturer narrative:
Manufacturer review of available data, including the ilet device log files and bionic report, indicated that on (B)(6) 2025 a meal announcement was made while cgm glucose was within range. Approximately one hour later, an insulin delivery pause was initiated and not manually resumed. A low glucose alarm was triggered shortly thereafter and automatically cleared once glucose readings rose. Based on the available evidence, the hypoglycemic event may have been associated with cgm inaccuracy and/or an overestimation of the meal announcement size. The device¿s audio volume was noted to be off, which may have prevented the user from perceiving the alarm. The event was associated with a temporary interruption in insulin delivery and required hospitalization for observation and stabilization. Review of ilet device performance did not identify any malfunction or anomaly. The root cause cannot be definitively determined with the available data. The device was not returned for evaluation.